Event description:
It was reported during the first part of the crt-d implant procedure the physician was trying to find the subclavian vein with a needle from model # 7096 (peelable introducer kit). After some attempts the patient started to cough and some blood was seen coming from the patient's mouth. The procedure was interrupted and the patient was brought to another department of the hospital for further analysis.